Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined(B)(4).

Event description:
The device is pacing with high output in the ventricle and autocapture was activated. There were no consequences to the patient.